Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a non-sustained episode, t-wave oversensing as well as undersensing was observed on the right ventricular (rv) lead. The r-waves were noted to be smaller than normal. Reprogramming was performed to change the sensing polarity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.